Manufacturer narrative:
Event date (B)(6) 2018. Submitted 08/30/2018. The customer troubleshot with philip's technical support. The customer replaced the liquid crystal display (lcd) assembly and performed performance testing, all tests passed.

Event description:
It was reported that the ventilator display case was cracked and the display was not functioning. There was no patient involvement. The event date was not specified; estimate used.